Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer reported experiencing an elevated blood glucose (bg) level of 300 (mg/dl). Manual injections were delivered to address bg levels. It was indicated that the current pump would continue to be used for diabetes management.